Manufacturer narrative:
Supplement #1 medwatch submitted to the FDA on 07/oct/2020. Device evaluation summary: the device was returned to the apollo device analysis laboratory 15/may/2020. One balloon with a tear was returned for evaluation. As the device was not received with the fill tube, a sample fill tube was used for device testing and there were no blockages noted. The flow of liquid through the slit valve was continuous and unobstructed. An air leak test was not feasible, as the device had a large tear on the balloon shell. Under microscopic analysis, the large tear on the shell has smooth edges and rolls inward. The complaint was verified as it is uncertain how the opening on the shell occurred.

Manufacturer narrative:
Initial medwatch sent to the FDA. A review of the device labeling notes the following: the current bib¿ system intragastric balloon system directions for use (dfu) addresses the known and anticipated potential event of "deflation" and "early removal" as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) may be higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). The physiological response of the patient to the presence of the bib¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications- possible complications of the use of the bib¿ system include: balloon deflation and subsequent replacement.

Event description:
Reported as: noticed that the balloon was ruptured on (B)(6) 2020 and arranged removal on (B)(6) 2020. Balloon removed on (B)(6) 2020.